Event description:
Mercury amalgam led to oral cancer, resulting in a partial glossectomy in (B) (6) 2009, and total glossectomy by (B) (6) 2009. Dose or amount: unk, frequency: ongoing exposure, route: dental. Diagnosis or reason for use: fractured tooth. Event abated after use: yes.